Event description:
It was reported that the patient presented to the emergency room with covid on (B)(6) 2022. Review of the device transmission revealed that the implantable cardioverter defibrillator (ICD) was post paced t wave oversensing. It was noted that the patient was bradycardic. The ICD was reprogrammed. The patient was in stable condition.